Event description:
Reported via the watchman patient call center it was reported pericarditis occurred. A patient reported to the watchman patient call center that a watchman closure device was implanted on (B)(6) 2019. The patient reported severe pain in left shoulder and that she had pericarditis. On (B)(6) 2019, at approximately 3:00 pm, the patient presented to the emergency room (ER) stating she could not breath. A computed tomography (CT) scan was performed, and the attending physician reportedly informed the patient of a nick observed on imaging. The specific location of the nick was not reported. The patient stated that approximately two (2) liters of fluid were drained from the patients' lungs. The patient reported being hospitalized for twenty-four (24) days and underwent a thoracotomy and pericardial window procedure. As of the date of this report, the patient continues to experience shortness of breath and limited mobility. The patient complains quality of life is not where it should be. The patient stated she has had a rough time with her overall health since the left atrial appendage closure (laac) procedure. A good faith effort was made to the boston scientific (bsc) territory manager. The bsc territory manager contacted the implanting facility who had no knowledge or further information related to this patient reported event. No additional information was provided.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.